Manufacturer narrative:
Insulin pump received with no button error alarm. Insulin pump received with intermittent button response due to moisture damage keypad trace. Insulin pump received with scratched lcd window, cracked display window corners, cracked reservoir tube lip. No unexpected battery out limit alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that customer received a button error alarm and a battery out limit alarm. It was also reported that buttons were not responding. Customer's blood glucose was 75 mg/dl. Insulin pump would need to be replaced.